Event description:
It was reported that the pt was seen at the clinic on (B)(6)2010, after recent reports by his family that he has been unable to hear with either of his speech processors. Med-el sent out replacement processors to rule out external device malfunction, which did not seem to solve the problem. Pt's mother stated that some intermittencies in performance have occurred over the past few months. No recent head injuries or change in health noted. No pain or abnormal auditory percepts reported. As per the audiologist, all external equipment appears to be functioning within normal limits. Impedance recording carried out by the audiologist showed all electrodes, with the exception of one, with hi status.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.